Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation on may 23, 2017, confirmed that there was no irregular function of the device. Omsc tried to reproduce the reported events, but no event was reproduced. As a result, omsc could not determine the exact cause. The manufacturing record was reviewed with no irregularities.

Event description:
The subject device was used during a laparoscopy-assisted distal gastrectomy. After one hour half of use, there was no activation while the output button of combined tb-0535fcs was pushed. After trials of re-connection of transducer, replacement of the transducer, and off & on of the device, the device could be activated temporarily. After a short time of use, the device could not become activated finally. The procedure was completed using a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".